Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead was returned and analyzed.

Event description:
It was reported that during the implant procedure, the right ventricular lead helix would not extend. The lead was not used, rather a new lead was implanted. No patient complications have been reported as a result of this event.